Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer. Patient product ID 3889-28, lot# v041101, implanted: (B)(6) 2007, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had hysterectomy and stated when she turned device back on it was hurting her. Patient called her hcp and was currently in hospital healing. The patient changed the group and turned down stimulation to comfortable setting. The patient services asked if patient was now at comfortable setting and patient stated yes. Reviewed reprogramming stimulation to address stimulation needs. Reviewed patient on / off options until the ins can be checked by an hcp or medtronic representative. Redirected caller to patient's hcp. Additional information received 2019-feb-11 from the patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported revision. The patient mentioned her leads have broken twice. The patient indicated that she don't do any sports, just happens, no big deal. There were no further symptoms or complications reported or anticipated.